Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that on (B)(6) 2016, the skin under the sensor adhesive started itching. The patient removed the sensor on (B)(6) 2016 due to the itching. Patient also experienced redness, raised red bumps and scarring. The affected area was treated with over-the-counter healing balm. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.